Event description:
It was reported that sometime during 2007, during unit testing prior to patient use, when the handpiece was pointed down at a forty-five degree angle, the lights would flicker and unit would supply intermittent power to the handpiece. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 06/12/2008. Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.